Event description:
Pt developed symptoms consistent with painful hardware syndrome after undergoing a posterior lumbar interbody fusion at l4-5 and l5-6 with placement of cortical screw fixation 18 months ago. This was performed at another facility. Pt was discharged with instructions for no lifting for two weeks. The procedure to remove the devices revealed that both bone screws in s1 pedicies were broken at midshaft and the distal portion of the screws were unable to be retrieved. The interbody allograft was solidly fused.